Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china. Olympus china checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus china, omsc surmised that the reported phenomenon temporarily occurred by aging deterioration of component of the printed circuit board because seven years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the error b40 which indicated the subject device was damaged was displayed. The subject device was loaner asset of olympus. There was no report of patient injury associated with this event.